Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) had non-functional ECG's.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional ecgs) has been confirmed. As received, the belt failed incoming testing. Upon evaluation,t here was an open along the white (drvn gnd) wire of the trunk cable. The cause of the non-functional ecgs is the open wire. The root cause of the open wire cannot be positively identified but is likely excessive force placed on t he cable. No adverse event resulted form the defective belt.